Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set leaked. This event occurred during use of peritoneal dialysis therapy. The patient stated that there was a hole on the tubing resulting in the leak. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
One sample was received for evaluation. A visual inspection with naked eye noted a hole in the tubing about 1-1/2 inches from the patient adapter. Functional testing, including leak testing, clear passage testing, and clamp function testing were performed; leak testing failed due to the leak through hole in the tubing. The reported issue was verified and the cause of the leak was determined to be the hole in the tubing, but the cause of the hole could not be determined. Should additional relevant information become available, a supplemental report will be submitted.